Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior the date manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.